Event description:
New information received notes that an alert was received showing another instance of high, out of range, high voltage lead impedance. Programming changes were recommended. Physician elected to monitor the patient.

Event description:
New information received notes that the patient has undergone dft testing and the high voltage lead impedance was found to be normal and in range. All other electrical measurements were found to be normal as well. Lead remains implanted.

Event description:
It was reported that patient had an alert due to high voltage lead impedance being high. All other values were good. Fluoroscopy did not reveal any damage and egms were free from noise and artifacts. Patient will be further evaluated and was reported to be in stable condition.